Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7306593 (p/n 301027): manufacturing dates: 11/12/2017 to 11/13/2017. Batch quantity was 638,400. Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7306593 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA is not required as no defects were confirmed.

Event description:
It was reported that the scale markings on a bd plastic non-sterile luer-lok¿ tip syringe were ¿smudged¿. The device was not used and there was report of injury or medical interventions.